Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan to report the one touch vita meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took the action of consuming more food and/or a drink. The patient manages her diabetes with oral medications. Three weeks afterwards, the patient experienced the symptoms of tingling in hands and feet, foot pain, stomach cramps, diarrhea, frequent urination and sleepiness. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had replaced the meter¿s battery and the test strips were correct. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the reported meter power issue, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.